Event description:
The customer reported that she was having problems priming the insulin pump, and that it would not exit the rewind mode. Advised the customer that the insulin pump would be replaced. The customer then mentioned that she has been in the hospital since (b)(6 2012. The customer was hospitalized with high blood glucose levels between 400 and 500 mg/dl. The customer stated that she was feeling weak, dizzy, and her palms were burning. The customer stated that she was also hospitalized for high blood glucose levels in (b)(6. The customer was on vacation in (b)(6, and began feeling dizzy and weak. The customer stated that she went to the emergency room with high blood glucose levels and kidney problems. The customer stated that her blood glucose levels were also between 400 and 500 mg/dl. No troubleshooting was performed as the insulin pump was already being replaced due to the priming issue. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with broken battery tube threads.